Event description:
It was reported that during the tunica vaginalis testing procedure the needle came off the tape. There were no pt consequences reported. No further details are available at this time.